Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level resulting in diabetic ketoacidosis; cause was not known. Customer was admitted into the emergency room (ER) and subsequently hospitalized. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis. Customer suspected cause to possibly be due to an infusion set leaking; however, this could not be confirmed as the cause. Customer was admitted into the emergency room (ER) and subsequently hospitalized. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. No additional patient or event information was available.